Event description:
An incident occurred while performing a cerebral angiogram. The left carotid study was completed and uneventful. Upon removal of the catheter a yellow translucent clot was noted on the end of the catheter and within the sheath. A right sided study was attempted, however, shortly after beginning the pt complained of pain behind the right eye. Nifedipine was administered for what was believed to be arterial spasm. Following the procedure the pt experienced a seizure and right sided paralysis. The pt was admitted for 4 to 5 days and released.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.